Event description:
It was initially reported by the nurse that the pt was having some cardiac issues which she attributes to vns. Good faith attempts to obtain additional information has been unsuccessful till date.